Manufacturer narrative:
(B)(4).

Event description:
It was reported that no data occurred. The patient reported intermittent readings on his g6 app. The app would shut off for 6 hours or more, then comes back on with all the missing data. The patient stated he experienced a hypoglycemic event as a result of the loss of readings on this app. On (B)(6) 2020, the patient went to bed around 10:30 pm. During the night, the patient¿s wife found the patient struggling to breathe, incoherent, and sweaty. The patient¿s blood glucose (bg) was unknown because there was no data on the app since 10:00pm and a bg was not performed. The patient¿s spouse administered baqsimi (glucagon nasal powder) but the patient remained incoherent. Cranberry juice and applesauce were given to the patient; however, there was no change in the patient¿s status. 911 was called and when the paramedics arrived, a bg was performed which was 42 mg/dl. Oral glucose was administered, the patient¿s temperature was taken which was 94f. He was covered with warming blankets, a repeat bg was performed which was 45 mg/dl, and additional glucose and a peanut butter sandwich were provided. The patient was transported to the hospital and upon arrival, the patient¿s omnipod insulin pump was turned off. The patient was evaluated, treated with IV fluids, dextrose, IV antibiotics, and admitted to the hospital for hypoglycemia, hypothermia, dehydration, and an elevated white blood cell count. The patient was discharged 24 hours later. Additionally, it was reported that the patient was using the ios 14.2 versus the compatible 13.6 version. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss due to potential patient misuse as the app was manually closed. No additional patient or event information is available.